Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the electrocautery in coagulation mode, the tip flamed and melted. The electric knife was set to 5 and 8 for coagulation. The surgeon immediately realized this and stopped his surgical procedure. Action taken was changing the tip of the electric knife. There was no patient injury.